Event description:
The patient presented with pain and noticeable movement of the ipg within the pocket, and they could feel the lead wires at the chest. The patient was taken to the or. Intraoperatively, the ipg was confirmed to be mobile despite intact anchors. The physician resecured the ipg, removed the original lead, placed a new lead, and closed the surgical site.